Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis acuta (coded as acute peritonitis) with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced acute peritonitis, which did not require hospitalization. From (B)(6) 2010 to (B)(6) 2010, the patient received vancomycin and amikacin injections for treatment of the acute peritonitis. On (B)(6) 2010, the patient recovered from the acute peritonitis. Pd therapy continued unchanged. The physician believed the peritonitis was possibly related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.